Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was in clinical use at the time of the reported event. The patient was undergoing a coronary diagnosis procedure, which was completed after rescheduling the patient. The philips field service engineer (fse) inspected the system onsite and confirmed that the host computer was unable to boot. Upon functional testing, the fse found that the host pc had to be manually turned on. The fse confirmed the defect in the hard drive. To resolve the issue, the fse replaced the hard drive and loaded the backup. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.

Event description:
It was reported to philips that the system's host computer was unable to boot, preventing a full system boot. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.